Manufacturer narrative:
The pump was received with constant alarms during the rewind due to an out of phase motor encoder signal. The pump also had a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed motion sensor test failure. Customer's blood glucose was unknown. Customer stated the device is stuck in rewind as unable to test the device. Customer stated every time he attempts to rewind the device the alarm reappears. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.